Manufacturer narrative:
The reported guide wire was received for analysis with the oad utilized during the procedure. Upon visual examination, the spring tip was found to be detached. The detached wire fragment was not returned. Scanning electron microscopy was performed on the guide wire and oad tip bushing. A torsional fracture was noted on the distal end of the guide wire. Evidence of radiopaque material was found inside the oad tip bushing, indicating that the oad may have come into contact with the guide wire spring tip during the procedure. The instructions for use (IFU) for the reported device state "do not come within 5 mm of the proximal end of the viperwire spring tip with the distal end of the oad drive shaft." At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the wire fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the guide wire became detached and remained in the patient. The target lesion was 90% stenosed and located in the left anterior descending artery (lad). The lesion was treated with four passes of the oad on low speed. Following the fourth pass, the tip of the guide wire was noted to be detached. The wire fragment was unable to be snared and remained in the patient. The patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4).